Manufacturer narrative:
Device (B)(4) for the reported event of stent broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, a cut or tear at the midline was found on the stent during inspection. The procedure was completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.